Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong nxt clearvue catheter and one photograph of product information were returned for evaluation. An initial visual observation of the video showed a groshong nxt clearvue catheter inserted in a patient¿s arm. Clear fluid was observed to leak and spray out of the catheter tubing slightly proximal to the insertion site. Due to the quality of the returned video, details of the damage to the catheter tubing could not be discerned. An initial visual observation of the photograph showed a computer screen with information including the corresponding batch number (rejw1824). There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a neurosurgery patient had tubing in place for over a month. During this hospitalization, leakage was detected during intravenous infusion. Subsequently, a PICC outpatient specialist was consulted. Upon examination of the pre filled catheter, a significant amount of fluid sprayed out. After advancing the catheter 4 cm, a damaged opening was discovered. Following assessment, the catheter was trimmed and replaced with extension tubing. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4 fr single lumen groshong nxt catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated, and a split was observed between the 35 cm and 36 cm depth markers. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ granular fracture surface texture (typical of tearing failure modes) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.